Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm 322-40-03 - 145-deg pe 40mm hum liner +2.5: (B)(6), 320-00-11 - 0 lat left tray: (B)(6), 320-20-01 - left augment std: (B)(6), 320-31-40 - glenosphere, 40mm: (B)(6), 320-35-01 - small glenoid plate, 320-15-05 - eq rev locking screw: (B)(6), should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 67 yo female patient, who had a left tsa, underwent a revision procedure approximately 5 months post the initial procedure. The patient reported following getting up off the floor, they felt increased pain and had lessened motion. A dislocation was reported. The torques screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw were replaced. Unlikely related to the devices but definitely related to the procedure. Outcome indicates resolved. No further information.